Event description:
The patient received two leads with the same lot number. It was reported the patient experienced increased anxiety when the stimulation was in use. The patient had not used the stimulation since a reprogramming session in 2013. The patient requested for the scs system to be removed due to the anxiety. It was reported another physician had removed the scs system. The date of the procedure was unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.